Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient states the ins and lead were replaced in (B)(6) 2019 because the stimulator quit working. Patient weight at the time: (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the interstim is not working patient stated it worked real good for a couple of years up until 2019 (patient stated a few months ago) and stated " it kind of just quit working" patient further stated he will void - 2 or 3 times not too far apart and it just stops while he is going - patient stated he thinks he is empty and he will use a catheter and he will still get 500-600 ccs after voiding. Patient saw their health care professional last friday (B)(6) 2019 and the device was reprogrammed and is scheduled for ins and lead replacement (B)(6) 2019. Patient also reported he has gotten a "jolt / shock" from an electric fence in the past and that "he falls all the time" - "not that hard or nothing" and he works on a farm so he is very active . Caller redirected to follow up w/ hcp for the following reason: patient stated he is scheduled for ins / lead replacement (B)(6) 2019 but he would like to talk with hcp(health care professional) first. No further complications were reported or anticipated